Manufacturer narrative:
The device was received by depuy synthes power tools. The was evaluated and during service the reported condition of cosmetic damage was confirmed. If add'l info becomes available, a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from the USA stating that the device required svc. During servicing of the device, a cosmetic defect was found. It is unk if the device was used in surgery. It is unk if there were any user or pt injuries documented. There was no add'l info provided.